Event description:
It was reported that the patient experienced a blood glucose level of 300 mg/dl and discovered that the cannula had not been inserted properly. Upon inspection, the cannula was found to be bent and lying outside the skin. The event involved a patient; however, no patient harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.